Event description:
It was reported that the patient developed an infection at the pocket incision site. There was drainage noted in the infected area. The physician did not believe that the infection was device nor procedure related. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted components were not returned as they were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch:7083918/7084091.